Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C49141) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uti, amenorrhea, increased urinary frequency, dysuria, herpetic ulceration of vulva, abdominal pain and cesarean section (2007,2009). Previously administered products included for an unreported indication: mirena from 2009 to 2011. Concurrent conditions included obesity, type ii diabetes mellitus, dysfunctional uterine bleeding, ovarian cyst, irregular menstruation, cervical dysplasia and adenomyosis. Concomitant products included medroxyprogesterone acetate and medroxyprogesterone acetate (depo-provera). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), migraine ("migraines"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/fatigue"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced vomiting ("vomiting") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced menorrhagia ("abnormal menstruation/ abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain/lower stomach pain"), back pain ("lower back pain"), vaginal infection ("chronic vaginal infections"), weight fluctuation ("weight fluctuations/weight gain/loss specify which one"), bacterial vaginosis ("bacterial vaginosis"), irritable bowel syndrome ("suspected irritable bowel syndrome") and weight increased ("weight gain"). The patient was treated with sumatriptan (imitrex), nortriptyline, vancomycin, metronidazole, azithromycin, metronidazole (flagyl), surgery (bilateral salpingectomy, laparoscopic hysterectomy), alternative therapy (endometrial biopsy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain lower, vaginal discharge, dyspareunia, hormone level abnormal, vaginal haemorrhage and headache had resolved, the dysmenorrhoea, back pain, vaginal infection, migraine, fatigue, weight fluctuation, bacterial vaginosis, bladder disorder, urinary tract disorder, nausea, vomiting, diarrhoea and irritable bowel syndrome outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: patient underwent a bilateral salpingectomy, during which her fallopian tubes were both removed. Since her removal surgery symptoms have mostly resolved, though some remain. She had tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal infection, discharge, migraine, pelvic pain in female, dysmenorrhea, headache, dyspareunia. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiffs fact sheet and medical records received: events per pfs: hormonal changes, bacterial vaginosis, abnormal bleeding (vaginal), bladder or urinary problems or changes, headaches, nausea, vomiting, diarrhea, and suspected irritable bowel syndrome, weight gain were added. Patient's medical history, concomitant medications and essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C49141) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uti, amenorrhea, increased urinary frequency, dysuria, herpetic ulceration of vulva, abdominal pain and cesarean section (2007,2009). Previously administered products included for an unreported indication: mirena from 2009 to 2011. Concurrent conditions included obesity, type ii diabetes mellitus, dysfunctional uterine bleeding, ovarian cyst, irregular menstruation, cervical dysplasia and adenomyosis. Concomitant products included medroxyprogesterone acetate and medroxyprogesterone acetate (depo-provera). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/fatigue"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems/ changes") and urinary tract disorder ("urinary problems/ changes"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and mood altered ("mood change"). In 2017, the patient experienced vomiting ("vomiting") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced menorrhagia ("abnormal menstruation/ abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain/lower stomach pain"), back pain ("lower back pain"), vaginal infection ("chronic vaginal infections"), weight fluctuation ("weight fluctuations/weight gain/loss specify which one"), bacterial vaginosis ("bacterial vaginosis"), irritable bowel syndrome ("suspected irritable bowel syndrome") and weight increased ("weight gain"). The patient was treated with sumatriptan (imitrex), nortriptyline, vancomycin, metronidazole, azithromycin, metronidazole (flagyl), glipizide, clonazepam (klonopin), metformin, alprazolam (xanax), surgery (bilateral salpingectomy, laparoscopic hysterectomy), alternative therapy (endometrial biopsy) and alternative therapy (endometrial biopsy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain lower, vaginal discharge, dyspareunia, hormone level abnormal, vaginal haemorrhage, headache, weight increased and mood altered had resolved and the dysmenorrhoea, back pain, vaginal infection, migraine, fatigue, weight fluctuation, bacterial vaginosis, bladder disorder, urinary tract disorder, nausea, vomiting, diarrhoea and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: patient underwent a bilateral salpingectomy, during which her fallopian tubes were both removed. Since her removal surgery symptoms have mostly resolved, though some remain. She had tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal infection, discharge, migraine, pelvic pain in female, dysmenorrhea, headache, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-sep-2018: plaintiff fact sheet received. Event mood change was added. Outcome of events were updated. Product , patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no: c49141) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, amenorrhea, increased urinary frequency, dysuria, herpetic ulceration of vulva, abdominal pain and cesarean section (2007,2009). Previously administered products included for an unreported indication: mirena from 2009 to 2011. Concurrent conditions included obesity, type ii diabetes mellitus, dysfunctional uterine bleeding, ovarian cyst, irregular menstruation, cervical dysplasia and adenomyosis. Concomitant products included medroxyprogesterone acetate and medroxyprogesterone acetate (depo-provera). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("chronic fatigue/fatigue"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems/ changes") and urinary tract disorder ("urinary problems/ changes") and was found to have hormone level abnormal ("hormonal changes"). In september 2015, the patient experienced alopecia ("hair loss") and personality change ("mood/attitude change,"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and mood altered ("mood change /mood/attitude change"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal menstruation/ abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and the second episode of vaginal haemorrhage ("vaginal hemorrhage"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced vomiting ("vomiting") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain/lower stomach pain"), back pain ("lower back pain"), vaginal infection ("chronic vaginal infections"), weight fluctuation ("weight fluctuations/weight gain/loss specify which one"), bacterial vaginosis ("bacterial vaginosis") and irritable bowel syndrome ("suspected irritable bowel syndrome"). The patient was treated with alprazolam (xanax), azithromycin, clonazepam (klonopin), glipizide, metformin, metronidazole, metronidazole (flagyl), nortriptyline, sumatriptan (imitrex), vancomycin, surgery (bilateral salpingectomy, laparoscopic hysterectomy) and endometrial biopsy. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain lower, vaginal discharge, dyspareunia, hormone level abnormal, headache, weight increased and mood altered had resolved and the dysmenorrhoea, back pain, vaginal infection, migraine, fatigue, weight fluctuation, bacterial vaginosis, bladder disorder, urinary tract disorder, nausea, vomiting, diarrhoea, irritable bowel syndrome, alopecia, personality change and the last episode of vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, personality change, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal infection, vomiting, weight fluctuation, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: patient underwent a bilateral salpingectomy, during which her fallopian tubes were both removed. Since her removal surgery symptoms have mostly resolved, though some remain. She had tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: results: confirming full occlusion of fallopian tubes. Securely in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal infection, discharge, migraine, pelvic pain in female, dysmenorrhea, headache, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs received. Events: hair loss,mood/attitude change, vaginal hemorrhage were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. C49141) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uti, amenorrhea, increased urinary frequency, dysuria, herpetic ulceration of vulva, abdominal pain and cesarean section (2007,2009). Previously administered products included for an unreported indication: mirena from 2009 to 2011. Concurrent conditions included obesity, type ii diabetes mellitus, dysfunctional uterine bleeding, ovarian cyst, irregular menstruation, cervical dysplasia and adenomyosis. Concomitant products included medroxyprogesterone acetate and medroxyprogesterone acetate (depo-provera). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), migraine ("migraines"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/fatigue"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced vomiting ("vomiting") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced menorrhagia ("abnormal menstruation/ abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain/lower stomach pain"), back pain ("lower back pain"), vaginal infection ("chronic vaginal infections"), weight fluctuation ("weight fluctuations/weight gain/loss specify which one"), bacterial vaginosis ("bacterial vaginosis"), irritable bowel syndrome ("suspected irritable bowel syndrome") and weight increased ("weight gain"). The patient was treated with sumatriptan (imitrex), nortriptyline, vancomycin, metronidazole, azithromycin, metronidazole (flagyl), surgery (bilateral salpingectomy, laparoscopic hysterectomy), alternative therapy (endometrial biopsy) and alternative therapy (endometrial biopsy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain lower, vaginal discharge, dyspareunia, hormone level abnormal, vaginal haemorrhage and headache had resolved, the dysmenorrhoea, back pain, vaginal infection, migraine, fatigue, weight fluctuation, bacterial vaginosis, bladder disorder, urinary tract disorder, nausea, vomiting, diarrhoea and irritable bowel syndrome outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: patient underwent a bilateral salpingectomy, during which her fallopian tubes were both removed. Since her removal surgery symptoms have mostly resolved, though some remain. She had tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal infection, discharge, migraine, pelvic pain in female, dysmenorrhea, headache, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstruation/ abnormally heavy menstrual bleeding/ prolonged menstruation"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which her fallopian tubes were both removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dysmenorrhoea, back pain, vaginal infection, vaginal discharge, migraine, dyspareunia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient underwent a bilateral salpingectomy, during which her fallopian tubes were both removed. Since her removal surgery symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.